Event description:
The customer reported that the freedom power adaptor exhibited a green blinking light instead of a solid green light while the freedom driver was connected to wall power. The pt subsequently switched the freedom power adaptor to the backup freedom power adaptor. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom power adaptor will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4) follow-up report 2. Please note this is a corrected report: patient identifier, date of birth and sex have been added. Serial has been corrected from s/n (B)(4)to s/n (B)(4).

Event description:
The customer reported that the freedom power adaptor exhibited a green blinking light instead of a solid green light while the freedom driver was connected to wall power. The patient subsequently switched the freedom power adaptor to the backup freedom power adaptor. There was no reported adverse patient impact. Visual inspection of the power adaptor revealed a broken connector port cover. It is unknown how the connector port cover was damaged and is unrelated to the customer reported issue.. During testing, attempts to reproduce the customer-reported issue were unsuccessful. The power adaptor performed as intended and there was no evidence of a malfunction with the exception of the previously identified broken connector port cover. The customer-reported issue of a blinking green led on the freedom power adaptor poses a low risk to the patient because it would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has redundant power supply of onboard batteries. The power adaptor was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4). Follow-up report 1.

Event description:
The customer reported that the freedom power adaptor exhibited a green blinking light instead of a solid green light while the freedom driver was connected to wall power. The patient subsequently switched the freedom power adaptor to the backup freedom power adaptor. There was no reported adverse patient impact. Visual inspection of the power adaptor revealed a broken connector port cover. It is unknown how the connector port cover was damaged and is unrelated to the customer reported issue.. During testing, attempts to reproduce the customer-reported issue were unsuccessful. The power adaptor performed as intended and there was no evidence of a malfunction with the exception of the previously identified broken connector port cover. The customer-reported issue of a blinking green led on the freedom power adaptor poses a low risk to the patient because it would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has redundant power supply of onboard batteries. The power adaptor was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.